Event description:
When the doctor tried to shape the guide wire, the tip was abnormal. There was no patient involvement. No additional information was available. This is being filed based on the returned product evaluation that found the tip coils separated from the center solder and they were not returned.